Event description:
Baxter received a report from a baxter technician stating the bed was moving on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint: (B)(4).

Manufacturer narrative:
The baxter technical support representative performed troubleshooting over the phone with the account, asking the account to move the hand pendant to the patient left side of the bed. Additionally, baxter technical support provided the account the part number of the right weigh frame harness that needs to be replaced. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance disconnect the patient pendant and examine the condition of the connector. Then connect or replace the pendant. Press each of the controls to make sure that they engage the correct function and they do not work intermittently. Each movement must be continuous. Replace the pendant if necessary. Troubleshoot in the event of a doubt. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Baxter has contacted the account three additional times trying to obtain the resolution for this event. No response has been received from the account. Based on this information, no further action is required.